Manufacturer narrative:
The manufacturing location for this product is (B)(4). (B)(4). Has been used for the manufacture report number. Medical device expiration date : unknown.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter: it was reported by the consumer that the bd safeclip is not clipping. Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record (DHR) review revealed no deviation of the device specification(s), product process and packaging specification(s), the quality assurance testing procedure(s), sterilization specification(s) and customer specification(s). All acceptance records demonstrate the device was manufactured in accordance with the device master record. H3 other text : see h10

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter :   it was reported by the consumer that the bd safeclip is not clipping.   Date of event : 2021(B)(6) samples : yes